Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pain ("unbearable pain"), renal pain ("kidney pain"), procedural pain ("strong colics that required intravenous treatment") and tachycardia ("tachycardias") in a female patient who had essure inserted for contraceptive. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain (seriousness criterion medically significant). On an unknown date, the patient experienced renal pain (seriousness criterion medically significant), dizziness ("dizziness"), hypotension ("low blood pressure"), headache ("unbearable headaches"), tachycardia (seriousness criterion medically significant), pruritus generalised ("itching in almost every part of the body mostly, face, neck, head, tongue and genital area"), abdominal pain upper ("stomachache"), dyspareunia ("pain while having sexual intercourse"), pollakiuria ("urinating disorder / urinating frequently"), pyrexia ("fever without apparent reason"), fatigue ("extreme fatigue"), vision blurred ("blurry vision"), mass ("head lumps that are painful"), abdominal mass ("stomach lumps that are painful"), limb mass ("arms and legs lumps that are painful"), swelling ("general swelling in the body from the face to the tip of the toes"), arthralgia ("joint pain in hands and feet"), gastric disorder ("stomach problems"), back pain ("back pain"), pain in extremity ("pain of legs"), dysuria ("urinating disorder / sometimes the day passed and she did not urinate") and urinary tract disorder ("urinating disorder / sometimes the day passed and she did not urinate") and was found to have weight increased ("weight gain (20 kg)"). The patient was treated with analgesics, hyoscine butylbromide (buscapine) and surgery (bilateral salpingectomy plus a partial exeresis of the upper left part). Essure was removed on (B)(6) 2018. At the time of the report, the pain, renal pain, dizziness, hypotension, headache, tachycardia, pruritus generalised, abdominal pain upper, dyspareunia, pollakiuria, pyrexia, fatigue, vision blurred, mass, abdominal mass, limb mass, swelling, weight increased, arthralgia, gastric disorder, back pain, pain in extremity, dysuria and urinary tract disorder was resolving and the procedural pain outcome was unknown. The reporter considered abdominal mass, abdominal pain upper, arthralgia, back pain, dizziness, dyspareunia, dysuria, fatigue, gastric disorder, headache, hypotension, limb mass, mass, pain, pain in extremity, pollakiuria, procedural pain, pruritus generalised, pyrexia, renal pain, swelling, tachycardia, urinary tract disorder, vision blurred and weight increased to be related to essure. The reporter commented: on (B)(6) 2018 she underwent a bilateral salpingectomy plus a partial removal upper left part. Currently she is almost without any symptom. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.